Event description:
The lay user alleged that her one touch ultra meter had a cloudy display. It was reported that the lay user was experiencing dizziness at the time of concern. The pt was not able to see what the result on the subject meter was due to a cloudy display. Half an hour later, the hosp meter result was 465 mg/dl. She was treated with insulin. A replacement meter, control solution, and test strips were send to the lay user.